Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error c-34. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was returned for failure analysis and the reported failure (c-34 error on start. Erbe burning smell.) Was confirmed and reproduced on erbe connected to system. System logs found errors 25913 c-30, m-11, m-18, c-53, and c-26 confirming the fault occurred in the field. A visual inspection found the bezel is crack in top left corner. The c-34 error occurred during start-up and c-30 error during mono cut. The erbe was placed on a system and was run in normal mode. A burning smell was coming from the erbe after system powered on. The complaint was confirmed based on failure analysis. The probable root cause is attributed to an electrical component failure.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the user informed the technical support engineer (tse) that there was a burning smell from the integrated electrosurgical unit (iesu) or erbe generator. The user confirmed that the smell disappeared when the erbe was turned off. The user replaced the erbe with a third-party generator to continue with the procedure. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of this issue is attributed to current related electric and fiberoptic defects on the integrated electrosurgical unit (iesu) or erbe.